Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the buttons of the insulin pump were not responding. The customer¿s blood glucose level was unknown. The customer also reported that they have to wait until the buttons start working again. Customer also stated that numbers are not ramping on their own. Customer also stated that the issues frequency was few times a day. Customer also stated that the insulin pump was neither dropped nor exposed to moisture. The insulin pump will not be returned for analysis.